Event description:
The catheter broke, leaving a portion of catheter tubing in the pt¿s vein. The pt was evaluated by the on-call physician and a radiography of the left hand which showed the presence of a foreign body in the vein. The pt was evaluated by a vascular surgeon and the catheter was not removed. There were no adverse complications to the pt as a result of this incident and the pt was discharged.

Manufacturer narrative:
It is unk whether the sample is available for eval. If the sample is returned, a supplemental report will be submitted. (B)(4).